Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap, reservoir will not lock properly due to missing retainer. Insulin pump received with missing display window, cover, cracked case, cracked case (battery tube), and broken battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment was cracked, battery cap cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.